Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading at the time of hospitalization was over 500 mg/dl. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was programmed with multiple boluses, correct time/date and monitored. Boluses were delivered and recorded properly in the bolus history screen. No bolus or time/clock anomaly noted. Unit had scratched display window.